Event description:
The customer reported obtaining erroneously high basophils (ba%) results which were flagged with basophilia flags, for five (5) patient samples over several days, involving the coulter act 5diff cap pierce (cp). This report references the event which occurred on (B)(6) 2014; please refer to medwatch report numbers 1061932-2014-00306, 1061932-2014-00309, and 1061932-2014-00311 for the report of the event which occurred on different days. The customer obtained erroneously high ba% results flagged with basophilia flags for one (1) patient sample on (B)(6) 2014. The customer stated that subsequent repeat of the same sample on the same instrument generated a lower ba% result without the basophilia flag. The customer did not perform manual differentials on the affected sample. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer attempted to bleach the white blood cell (wbc)/basophil input line and replaced the wbc/basophil reagent with a new bottle but the issue was not resolved.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument, and replaced solenoid 11 and bleached the white blood cell (wbc) lyse pathway to resolve the high basophils (ba%) issue reported by the customer. The fse repeated the samples and obtained results which were within the expected ranges. Failure mode of the event is attributed to solenoid 11. All medwatch reports associated with this event: 1061932-2014-00306, 1061932-2014-00309, 1061932-2014-00310, 1061932-2014-00311.